Event description:
It was reported that this left ventricular (lv) lead was explanted due to dislodgement a few months after implantation. This issue was noted during a folllow up. The patient underwent surgical intervention to remove and replace the device. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis.